Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a surgery an ophthalmic console exhibited illumination issue with both ports. Surgery was completed using an another machine. There was no harm to the patient.

Manufacturer narrative:
The company service representative replaced the radio frequency identification (rfid) printed circuit board (pcb), prove detectors and illumination controller pcb without resolve. To resolve the issue, the nonconforming supervisor printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming supervisor printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).